Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an intermittent power issue. It was alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/11/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box showed a reboot on (B)(6) 2014. A visual inspection of the pump showed that the battery compartment was cracked and the battery cap had damaged threads. Evidence of moisture ingress was found in the battery compartment. The pump was unable to maintain an electrical connection with the returned cap. The pump was able to power on with a test cap. The pump was exercised for 24 hours with no alarms or power loss. A leak was found at the battery compartment crack. The pump cover was opened and no internal defects were found. Unrelated to the complaint, the display screen was dim and discolored. Additionally, the audio bolus button cover was torn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.